Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical use, the cs300 intra-aortic balloon pump (iabp) unit had leakage (gas inflow) in the iab circuit. There was no patient harm.

Manufacturer narrative:
Updated fields - b4, d9, g1 contact person ¿ mfg site, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: d4 UDI number. A getinge fse was dispatched to evaluate the unit.replace the fill manifold assembly. Dust removal work inside the device. After each work, we checked the operation based on the inspection record sheet and confirmed that it was currently in good working order. The failure analysis and testing dept. Received fill manifold assy. With a reported unit failure of, during clinical use, iabp circuit leaks occur frequently. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed fill manifold assy. Into the cs300 test fixture serial number (B)(6) and tested the fill manifold assy to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat proceeded to boot the cs300 into the clinical mode to allow the cs300 to run to attempt to replicate the failure the customer experienced. The fat did not observe any iabp circuit leaks during the time the cs300 was pumping. The fat could not verify the failure of iab circuit leaks. The fill manifold passed testing. Sending the fill manifold to the supplier per procedure number 0002-07-d008 rev.aq. The following was input by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, part is no longer going to the supplier due to the failure being unconfirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4).

Event description:
N/a.